Manufacturer narrative:
Evaluation summary: the device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced into the nozzle tip. The trailing haptic is folded in on the optic. The leading haptic is extended to the end of the tip. The lens has not been delivered outside the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The device was returned with lens advanced into the nozzle. Information was provided that the original complaint was incorrect. The root cause for the updated report of "never deployed" cannot be determined. No abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens did not plunge from the delivery system. A backup lens was used to complete the procedure and there was no reported patient impact. Additional information was requested.